Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. There was a lot of tissue and eschar on the jaws. The reported condition was not confirmed. The jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy procedure, the jaw of the device was difficult to open. The surgeon worked on the jaws until it was removed. Another device was used to complete the surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the jaw of the device was difficult to open. There was no patient injury.